Event description:
Additional information was received on 11/16/2020. On (B)(6) 2020, a patient who was thought to be 7 weeks pregnant, was administered an hcg one step pregnancy test device (urine) at the medical clinic receiving an alleged false negative result with a confirmatory hcg result of 2780 iu/l on (B)(6) 2020. The clinician collected a urine sample late in the day, used 4 drops of urine onto the device and read the results within approximately 1 minute, 5 minutes, 10 minutes, or when the confirmation line changed color then placed the test device aside to be read again 2-5 minutes later, confirming the alleged negative result. No timer was used. The customer did say that the test displayed a faint positive line, "eventually". (B)(6) 2020: the patient's ultrasound results displayed a 5+2 weeks pregnancy without a fetal pole. The patient started bleeding on (B)(6) 2020 and her hcg results began to drop and she had a complete miscarriage in the following week. The customer reported that there was no patient harm, treatment withheld or performed based on the false negative result obtained on the hcg one step pregnancy test device. Several instances of misuse of the device were reported. The product insert directions for use and the limitations section reads : hold the dropper vertically and transfer 3 full drops of urine (approx. 100ul) to the specimen well of the test device, and then start the timer, read the result at 3-4 minutes. Do not interpret results after the appropriate read time. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Manufacturer narrative:
A2: date of birth, (B)(6) 1985. Age 35. B3: event date (B)(6) 2020. B5: additional information was received on 11/16/2020 which indicate that the misuse of the product lead to the inaccurate results and there is no indication of a product malfunction. On (B)(6) 2020, a patient who was thought to be 7 weeks pregnant, was administered an hcg one step pregnancy test device (urine) at the medical clinic receiving an alleged false negative result with a confirmatory hcg result of 2780 iu/l on (B)(6) 2020. Although the product insert directions for use and the limitations section reads : hold the dropper vertically and transfer 3 full drops of urine (approx. 100ul) to the specimen well of the test device, and then start the timer, read the result at 3-4 minutes. Do not interpret results after the appropriate read time. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Several instances of misuse of the device were reported. The clinician collected a urine sample late in the day, used 4 drops of urine onto the device and read the results within approximately 1 minute, 5 minutes, 10 minutes, or when the confirmation line changed color then placed the test device aside to be read again 2-5 minutes later, confirming the alleged negative result. No timer was used. The customer did say that the test displayed a faint positive line, "eventually". (B)(6) 2020: the patient's ultrasound results displayed a 5+2 weeks pregnancy without a fetal pole. The patient started bleeding on (B)(6) 2020 and her hcg results began to drop and she had a complete miscarriage in the following week. The customer reported that there was no patient harm, treatment withheld or performed based on the false negative result obtained on the hcg one step pregnancy test device. B6: (B)(6) 2020 : false negative result on hcg one step pregnancy test device (urine). (B)(6) 2020: hcg result 2780 with unknown testing process. (B)(6) 2020: ultrasound with result of 5+2 weeks pregnant without a fetal pole. B7: (B)(6) 2020 patient thought to be 7 weeks pregnant. (B)(6) 2020 ultrasound displaying 5+2 weeks pregnant without a fetal pole. G3:(B)(6) 2020. H2: correction: although h1 is selected as a malfunction, this is not a device malfunction and is considered not a reportable file. H6: clinical code - 4582 no clinical signs or conditions. Health effect or impact code- 2199 no health consequences or impact.

Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention product from the reported lot number. Retention devices were tested with cut-off standards (25 miu/ml) and high positive standards (205.3iu/ml, 213.8iu/ml, and 213.9iu/ml. Results were read at 3 minutes and all devices yielded expected positive results. No false negatives were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities, and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as retention product performed as expected during in-house testing. Complaints are tracked and trended on a monthly basis. Per the package, a first morning urine specimen is preferred since it generally contains the highest concentration of hcg; however, urine specimens collected at any time of the day may be used. Very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested.

Event description:
A customer reported that a patient who had a positive result using an at home pregnancy test had a false negative result when the hcg one step pregnancy test device (urine) was administered. The laboratory confirmatory result was 2780 miu/ml. The customer has had other weak positive results when patients had strong positive home tests.